Event description:
The customer reported that while running a hepatitis core assay on summit sample handler, customer noticed bubbles in well positions a12, b12, c12 and d12. No error message was given. A field service engineer was dispatched. No death or serious injury was associated with this event.